Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system failed imaging modalities. System not initializing. Found standalone board was bad. Replaced standalone board and x-ray relay. Removed x stage cover and flattened it to allow full movement of x stage. Performed gain calibrations. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the standalone x relay confirmed reported problem "no power from board. Relay is stuck on". The fuse was found to be open. Relay was found to be shorted. The stand alone board was bench tested and worked without any issues the hardware investigation found that reported event was related to an electrical problem because of no power. Open fuse and shorted relay caused the reported problem. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A radiologic technologist (rt) from the site reported that when he turned on the imaging system it remained unresponsive in initializing please wait. X-ray was giving a red 'x' motion and mobile view station (mvs) were green checks. There was no patient present when this issue was identified. The rt was attempting to calibrate the rad and fluoro on the imaging system. While troubleshooting, remote desk top for image acquisition system (ias) provided the following information: system board - status = active, generator and detector = not ready, frame grabber: status = off, image processor: status = active, nav: status = off, x-ray detector: status = blank, mvs system: status = active, motion control: status = active. The rt later called a medtronic representative to continue troubleshooting. System still would not boot and then all three statuses showed red x's.